Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had foreign material jammed in the biopsy channel. The issue was found during a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device has not yet been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material clogging the nozzle could not be identified and the root cause of the issues could not be determined, however, it is possible that due to physical damage to the device (cracks and scratches on the inner wall of the forceps channel), the foreign matter was not removed even after proper reprocessing and temporarily remained in the forceps channel. In addition, the following non-reportable malfunctions were found during the device evaluation: ·label peeling. ·tears and scratches on the inner wall of the forceps channel. ·insufficient bending angle. ·angle knob play was larger than the standard. ·c cover dent. ·cracks in a rubber adhesive part. ·universal cord buckling. ·universal cord oredome (scope connector side) broken. Olympus will continue to monitor field performance for this device.